Event description:
The pt underwent endoscopic sinus surgery (septoplasty, ethmoidectomy, maxillary antrostomies) in 2001. The surgeon used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in the sinuses and the pt was irrigated and suctioned. There was no infection reported at follow-up evaluations at day 10 and day 24 (2001). Nearly six (6) weeks after the surgery, the pt reported thick white drainage upon eval. The discharge was relatively clear and there was no evidence of inflammatory damage. This continued until 2002, when a nasal culture was taken. The culture tested positive for staphylococcus aureus. Antibiotics were prescribed 2 mos later (levaquin 500 mg for 12 days). Cipro (500 mg b.i.d.) Was then prescribed 3 days later. Problem continued at the last follow-up eval the next month.